Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they were hospitalized for a bladder infection on (B)(6) 2014 with a blood glucose level of 429 mg/dl. The customer was treated for their blood glucose with antibiotics. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.